Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of left hip. Rep reported that the patient had pain. During surgery it was noted corrosion on trunnion and surgeon concluded trunionosis. Rep provided x-rays and reported that no further information will be available.

Event description:
Revision of left hip. Rep reported that the patient had pain. During surgery it was noted corrosion on trunnion and surgeon concluded trunionosis. Rep provided x-rays and reported that no further information will be available.

Manufacturer narrative:
Reported event: an event regarding revision due to corrosion involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: the available medical records were provided to a consulting clinician for a review which was deemed insufficient stating - "need operative reports, office/clinical reports, serial x-rays, etc." Device history review: not performed as lot code information was not provided. Complaint history review: not performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.